Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. Customer reported to have recharged the battery and vent is working fine. The unit passed extended self-testing.